Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that surgeon notified me that a patient had some swelling and redness over tibial incision site where the bio-intrafix implant was inserted. Surgeon stated the patient had some pain. Surgeon said there was no effusion, no fever, chills or sweats. He did aspirate and there was some blood and maybe some pus, but was not sure. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that postoperatively to an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that a patient had pain and some swelling with redness over tibial incision site where the biointrafix tbial sh lrg 30mm implant device was inserted. Surgeon said there was no effusion, no fever, chills or sweats. Surgeon also stated that he did aspirate and there was some blood and maybe some pus, but was not sure. There was no revision surgery or hardware removal required. The current status of the patient was unknown. No additional information was provided.